Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 4 of 4; reference MFR. Report#: 1627487-2021-01824; reference MFR. Report#: 1627487-2021-01825; reference MFR. Report#: 1627487-2021-01826. It was reported the patient had been receiving inadequate coverage. In turn, the patient underwent surgical intervention on (B)(6) 2021. During the procedure, the doctor decided to move two of the patient's leads up to t9-t10 to address the issue. Note: all four of the patient's leads are being reported because it's unknown which lead was liable/relocated via surgical intervention.